Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump software was not delivering auto boluses or suspending insulin delivering as intended. Customer's blood glucose level was between 80-300. The pump was reset in order to resolve the issue.